Event description:
Upon emergency follow-up performed on (B)(6) 2012 (due to a shock therapy delivered), the physician observed that holter memories (aida+) were partially empty; the few data available from the ICD memories were related to a very short period ("therapy history and data review from (B)(6) 2012"). In addition, no other file was available on the programmer used for this follow-up, neither on the other programmers present in the centre. The physician requested an explanation.

Manufacturer narrative:
(B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.